Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-yr search of the complaint database found no prior reports for this product code. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, the bolt broke at the thread/bolt junction, leaving the threads in the pt.